Event description:
It was reported that the radiology healthcare team observed the PICC line to be kinked and occluded/blocked. As a result, administration of the patient's antibiotics was delayed for approximately three days while awaiting device replacement. At the time of this report, no additional information has been received regarding the circumstances of the device issue or the patient's outcome despite follow-up requests to the customer. Should further information become available, the complaint record will be updated accordingly.

Manufacturer narrative:
(B)(4)